Event description:
A customer contacted physio-control to report that they were using their device on a patient, and it would not display the ECG rhythm through its paddles lead. As a result, the device would be unable to provide defibrillation therapy in AED mode, if needed. The customer advised that a backup device was available and was successfully used to read the patient's ECG rhythm. The patient associated with the reported issue did not survive. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Results code grid of the supplemental medwatch report indicates no device problem found. Results code grid of the supplemental medwatch report should indicate operational problem identified. Additional mfg narrative of the supplemental medwatch report indicates: 'stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.' Additional mfg narrative of the supplemental medwatch report should indicate: 'stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient files(pco) were downloaded and reviewed by the customer quality engineer. The reported issue was verified in the pco file by observing dashed lines for paddles lead ECG throughout the duration of the patient event. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.'

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio- control to report that they were using their device on a patient, and it would not display the ECG rhythm through its paddles lead. As a result, the device would be unable to provide defibrillation therapy in AED mode, if needed. The customer advised that a backup device was available and was successfully used to read the patient's ECG rhythm. The patient associated with the reported issue did not survive. Physio- control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Outcomes attributed to ae of the initial medwatch report indicates blank. Outcomes attributed to ae of the initial medwatch report should indicate death.

Event description:
A customer contacted physio- control to report that they were using their device on a patient, and it would not display the ECG rhythm through its paddles lead. As a result, the device would be unable to provide defibrillation therapy in AED mode, if needed. The customer advised that a backup device was available and was successfully used to read the patient's ECG rhythm. The patient associated with the reported issue did not survive. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). A clinical review of the file was performed by physio-control and it was concluded that there was insufficient information within the file to determine whether or not the device use contributed to the patient¿s outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that they were using their device on a patient, and it would not display the ECG rhythm through its paddles lead. As a result, the device would be unable to provide defibrillation therapy in AED mode, if needed. The customer advised that a backup device was available and was successfully used to read the patient's ECG rhythm. The patient associated with the reported issue did not survive. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.